Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided. All parameters were within specifications including sterilization criteria. No non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient's condition. The abbvie tubing is performing as expected. No confirmed trends were identified.

Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. The cause of dislodged intestinal tube is unknown. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
A patient in spain underwent a percutaneous endoscopic gastrostomy (peg) tube placement on (B)(6) 2016. On (B)(6) 2016 during night time, patient started vomiting, felt tired and went to the emergency room. The patient also reported to have fecaloid vomiting and was constipated for two days. It was reported that an abdominal radiography was performed which showed a semi-block in left iliac fossa because of a looping of the intestinal tube, it is unknown how the intestinal tube got dislodged. On (B)(6) 2016, a surgery with laparoscopy was performed and the duodopa system was removed. The intestinal tube was in the colon and that was the cause of the block. On (B)(6) 2016, the patient's daughter reported the patient had hemoglobin of 6.7 and a blood transfusion was performed. Patient also had pneumonia reportedly due to gastric content due to the semi- block. On (B)(6) 2016, the patient was extubated and breathed normally. On (B)(6) 2016, the patient was transferred from the ICU to a hospital room. On (B)(6) 2016, an endoscopy was performed to replace the internal tube and to start duodopa therapy again. The patient continued to be hospitalized, waiting to be discharged.